Manufacturer narrative:
The impella rp was returned and an investigation was performed. Physical observation confirmed a separation of the ball-pigtail from the inflow cage struts. A kink in the catheter was also found, aligning with the user's report of difficult delivery. As stated in the initial MDR, the physician went against IFU recommendations by attempting delivery of the device into the opposing femoral vein. The right femoral vein is recommended due to ease of insertion as the pump has a straighter path to the ivc from the right side, applying less stress on the pump during delivery. A review of the DHR was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot. The root cause of the reported pump damage was excess stress on the device that led to a deformed outflow cage.

Manufacturer narrative:
The impella rp was returned and an investigation is currently underway. Upon completion, a supplemental MDR will be filed.

Event description:
A (B)(6) white male presented post cardiotomy cardiogenic shock while on left ventricle hemodynamic support with an impella cp. An attempt to wean and remove the cp was unsuccessful as patient's condition would intolerant. A transthoracic echocardiogram was completed and the patient's right ventricle was found dilated. Therefore, the decision was made to insert an impella rp to help improve the patient's condition enough to remove the cp. The physician chose to insert the rp in the left femoral vein due to insertion of cp and right common femoral vein inaccessible under ultrasound guidance. Despite recommendations in the impella instructions for use, and advisement of clinical field representative, the physician inserted the impella rp into the patients left femoral vein. During insertion, the device failed to access the pulmonary artery. The physician attempted to remove the device by pulling the guide wire, prior to pulling the pump. Thereafter, the pump separated in the patient's inferior vena cava, at the distal ball which connects the device's outlet cage to the pigtail. The rp was removed and a snare was utilized to remove the detached component.